Manufacturer narrative:
One 560p ccu part number 72201919 was received on 09/14/2015 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was found. Complaint of blank display and video output failure was confirmed. Cause of malfunctions is a defective power supply. Unit powered up and passed functional testing with a known good power supply installed. No corrective actions are recommended at this time. (B)(4).

Manufacturer narrative:
Date of incident was not provided. (B)(4).

Event description:
During a meniscal repair procedure it was reported that the monitor suddenly had no display during a meniscal suture. This occurred about twenty minutes in. It was found no output from the port of the back panel. There was no patient injury reported.